Event description:
Notified that pt had a lead and battery revision. Right side lead showed impedance rearings >3600. Lead disconnected from ins and re-tested. Still imp readings >3600. Lead replaced. Titan anchor on old lead appeared intact and secure, however, lead had migrated down slightly based on original implant x-rays. Good intra-operative parenthesis. No apparent fractures on the old lead that was removed. Post operatively, pt getting good parenthesis to affected area.

Manufacturer narrative:
(B) (4): lead was returned. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.